Event description:
The user was not satisfied with the benefit from the device. It was reported that the device was functioning prior to explantation. The device was explanted and she was re-implanted with a cochlea implant.

Manufacturer narrative:
The user never had a satisfactory benefit with the device so it was explanted and she was re-implanted with a cochlea implant. Device investigation points to a malfunction of the device. The root cause for the failure is a non-hermetic transducer, which led to loosening of the internal part of the transducer housing. The found damage might have been a contributing factor to the unsatisfactory hearing perception. This is a combined initial and final report.